Event description:
It was reported that during a da vinci system training, the sterile adaptor would pop out when trying to install it on patient side manipulator (psm) 3. The sterile adapter was replaced, but the issue persisted. There was no customer involvement as this is a training system.

Manufacturer narrative:
A field services engineer (fse) was dispatched to further investigate the reported complaint. The patient side manipulator (psm) 3 was replaced and the system was then tested and verified to be working as expected. Intuitive surgical, inc. (Isi) received the psm for failure analysis testing and the reported issue was confirmed and replicated. The psm was installed onto a golden system and when installing a sterile adapter (sa), the sa would pop off on one side when tested with multiple sas. Despite the issue, an instrument was able to be installed and the psm was driven with no issues. The unit was then installed onto a testing platform where it passed all testing within specification. As a result of these findings, failure analysis has concluded that the sa mount is the root cause of the reported event.